Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. Errors were observed during the review fo the downloaded receiver log found errors, therefore the customer complaint was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Diabetes clinic contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the receiver had not stored the readings from the previous patient. No additional event or patient information is available.